Manufacturer narrative:
Correction, lot # 10705037016198 previously was determined to be an invalid lot number. The customer was unresponsive to follow up attempts made to obtain the correct lot number. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), product return evaluation, retains analysis and concomitant product evaluation. ¿ the DHR review, trending analysis by lot number and retains analysis could not be performed as the lot number was not available. ¿ product return/visual analysis was not performed since product was not returned for evaluation. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ concomitant product evaluation determined a field service engineer (fse) visited the customer site to assess the sterrad® 100s unit. The fse ran a successful test cycle and confirmed that the unit met specification there was insufficient information to determine the cause or resolution of the color-chemical indicator issue. The customer was unresponsive to multiple attempts at obtaining additional information. Should additional information become available, the complaint file will be re-opened and reevaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 10705037016198.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. The 1-114gbys and 1-114gdxi are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00256 and 2084725-2017-00257.